Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the devices are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors such as relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-013-3167-4/fulltext.html. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that in 4 patients, the stems were determined to be loose on plain radiographs and underwent repeat femoral revisions.